Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the control knob leaks. There are deep dents in the plastic cover. The a-rubber glue is cracked. There are edge chip/scratches on the ob lens. The lg lens has 2 cracks. The image has one white dot in zone 2. The camera switch has 2 cuts. The insertion tube is non-olympus. The lg tube is non-olympus. The cover glass is loose. There is a broken angle wire causing no "up" angulation. The control knob has low tension and play. The labels are peeling. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a procedure using a evis exera ii colonovideoscope, the angulation control knob was broken. The is no patient impact related to this occurrence.

Manufacturer narrative:
Upon further review this has been determined to be not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to a death or serious injury should it recur.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: it is possible that excessive force could have been applied causing the angulation wire to break. More than 10 years have past since the device was manufactured, it is possible there is age related deterioration.